Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer reported that insulin pump was not delivering as thought. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis and was in the intensive care unit for 24 hours and another 24 hours in a regular unit. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was briefly done and customer requested that insulin pump be replaced.